Manufacturer narrative:
Gehc reviewed the logs and recommended replacement of the central processing unit board. No report of patient involvement.

Event description:
The hospital reported the unit alarmed for a system failure. There was no report of patient involvement.